Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 around 5:00 pm with blood glucose 587 mg/dl. Patient's current 144 mg/dl. Customer¿s blood glucose value when admitted to hospital was 499 m/dl. Customer put her on a drip when she came into the hospital, while in the hospital she was treated with pump as well as a treatment scale. The customer experienced symptoms throwing up and she was incoherent. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.